Event description:
A customer from the (B)(6) notified biomérieux some bottles being unexpectedly unloaded by the virtuo® instrument at seven (7) days whereas the incubation time was set for fourteen (14) days. The customer reported that the described issue occurs since the (B)(6) 2018 when they had connected their virtuo instrument to myla middleware. The customer said that results reported by the instrument for the concerned bottles were negative. The customer mentioned that they manually change incubation time from 7 days to 14 days in their virtuo instrument. There is no indication or report from the customer to biomérieux that the reported issue led to any false negative result. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer from the netherland notified biomérieux some bottles being unexpectedly unloaded by the virtuo® instrument at seven (7) days whereas the incubation time was set for fourteen (14) days. The customer reported that the described issue occurs since the 11-jul-2018 when they had connected their virtuo instrument to myla middleware. An internal investigation was performed. The anomaly occurs with a specific lis (laboratory information system) message workflow with myla: the issue appears only for bottles loaded on the instrument before myla receives lis requests. Myla is receiving more than one request for the same specimen, and specific bottle number at the same time (customer workflow). Myla is managing this request in the same rule engine run. Because of the anomaly, myla will send the updated mtt (max test time) contained on a request, only for the first request treated. For all the following requests for the same specimen and specific bottle number, myla will not transfer the updated mtt to virtuo. Note : if the customer lis was sending several requests separately for the same specimen and specific bottle number, myla would treat requests one by one without the mtt issue. Occurrence: the issue had occurred at the customer site since 11july 2018, the day virtuo was connected to myla. The database showed a number of situations with two bottles for one specimen with a lis request sent to increase mtt incubation time. The mtt was updated only for one bottle instead of two. This situation occurred for approximately 3% of cases from all lis requests sent after bottle load. The customer did detect the problem and checked the virtuo instrument to verify if mmt had been updated. If not, the customer manually changed the incubation time on the instrument. Investigation analysis found that the customer missed only one bottle where mtt was not updated by myla. In this case, the bottle was unloaded before the expected duration time. Conclusion: the problem come from a myla v4.4 software anomaly. The customer's system was updated with myla version 4.5.1 on date 01aug2018, and the problem was resolved.